Event description:
It was reported that during initial vns implant surgery on (B)(6) 2014, the patient¿s device showed high impedance. The surgeon reportedly confirmed complete lead pin insertion. The lead was replaced and the high impedance condition resolved. The open but unused lead was returned to the manufacturer for analysis. No product-related anomalies were observed with the returned lead. The location of setscrew mark suggests that the lead pin was not completely inserted into generator header.